Manufacturer narrative:
The lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance trend on the rv (right ventricular) defibrillation coil was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in office due to an alert. It was found that the alert was triggered due to high impedance on the high voltage portion of the right ventricular (rv) lead. It was noted that since (B)(6) 2016 there have been three alerts for high impedance out of range on the high voltage portion of the lead. The alert limit for the high voltage portion of the lead was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.